Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) for an ileus. On the date of this report, the patient had a computed tomography (CT) scan and the ileus was observed. The doctor felt that it was so severe that it had caused the patient¿s bowel to become necrotic. The doctor felt like the pump dose was too high and that is what caused the ileus, even though the patient¿s dose was only set at 0.2mg/day. The reporter was unaware of symptoms that the patient had in relation to the ileus. On the same date, the doctor wanted the medication dose reduced and a manufacturer representative planned to interrogate the pump. However, prior to this occurring, the patient died. Per the patient¿s friend or family member, cause of death was a heart attack. This reporter was not implying that the pump had anything to do with the death. When the patient was examined, it was discovered that the patient had ¿other health issues¿. The healthcare provider (hcp) thought about turning the pump down to see if it would help, but they could not contact the patient¿s managing physician. This reporter noted that the cause of death was not device related. The device system was used to deliver morphine 1mg/ml at 0.2mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 590-1, lot# n525602, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).